Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the video receiver to display ribbon cable. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the display cable with a reported unit failure of display had gone bad. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the display cable into the cs300 test fixture and tested the cable to factory specifications. After three hours of run time the fat dept. Could not replicate the failure of the display going bad. The cable passed testing. Retaining the cable in the fat dept. Potential root may be a fraying of the cable or loose connection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's display has gone bad. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).